Event description:
Consumer called to report different readings from both their meters. Analysis run on clark error grid using competitive reading (200) as ref. Point vs. Bd readings (600) yielded data points in the c range of the grid, outside of acceptable limits.